Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Front cover had scratches and nicks, discolored line cord, pole clamp discolored, quick connect corroded, enclosure scuffed and nicked, and outdated pcb and power switch. Filled the tank with water, attached temp check, plugged in line cord, and turned on the power switch. Allowed device to run for 30 minutes. The customer's indicated failure was confirmed, and the root cause was a faulty pump. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that intermittent heating issues were discovered during the pm process. There was no patient involvement and no patient harm/adverse event reported.